Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator has requested an elective distal end percutaneous lead repair due to excessive cosmetic damage and concerns that the percutaneous lead may cause future issues. Additional information submitted to the manufacturer reported that the hospital would like to delay any further plans and discussions regarding the possibility of pursuing a percutaneous lead distal end replacement until october.

Manufacturer narrative:
The patient continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.